Manufacturer narrative:
Correction: the date the device was returned to the manufacturer was reported as (B)(6) 2017 on the previous report. It has been updated to (B)(6) 2017. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the number of rotations when up to 30,000 rotations per minute and would not go up any higher. It was also observed that the device had vibration and an unusual sound from the handpiece and the temperature rise was felt as well. Therefore, the reported condition was confirmed. It was determined that a liquid substance, and debris inside the motor which seemed to have caused the failure. The root cause of the reported failure was from moisture already stored in the motor from improper cleaning at the customer site after sterilization cycles. It was determined that when this debris makes contact with high moving rotations per minute the internal motor components are heated by friction, which causes the evaporation of moisture, and at times simulates the appearance of smoke. The assignable root cause was determined to be due to failure to follow cleaning and maintenance procedures per the directions for use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The serial number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during presurgery, it was observed that the number of rotation on the handpiece device went up to (B)(6) rotations per minute (rpm) but did not go any higher. It was further reported that the device had vibration, unusual sound and a temperature rise. According to the report, the event occurred before use on a patient while preparing for a surgical procedure on fixing the front cervical spine by testing the handpiece device. It was reported that the handpiece was being tested by attaching to an attachment device and a burr device; and by pressing the foot pedal device. It was reported that the attachment device was changed but the same consequences reoccurred. It was reported that when spin counter-rotating, the number of rotation was displayed at (B)(6) rpm but the burr device was not spinning. It was not reported if there were any delays in the scheduled surgical procedure. It was reported that a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The serial number was documented as unknown in the initial report. It has been updated as (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to jan 4, 2016. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.